Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ silicone migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported a rupture, migration and granuloma. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported left side rupture, migration and granuloma. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photos have been received for evaluation and are being assessed, no results. The events of granuloma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma, silicone migration.

Event description:
Physician reported a rupture, migration and granuloma. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported a rupture, migration and granuloma. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/20/2023. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 05/09/2024.

Event description:
Physician reported ultrasound findings compatible with intracapsular rupture, "in the left axillary prolongation multiple nodular echogenic images in aspect of snow storm the greatest of 24mm and other similar in cse of mi (left breast) of 25 mm that could correspond to siliconomas. Bi-rads 2". This relates to the left side. Device has been explanted and replaced with another manufacturer's device.